Event description:
During the index procedure the patient had one endeavor sprint rx drug-eluting stent implanted in the proximal rca. Approximately 57 months post index procedure the patient suffered an mi. The following day the patient suffered from a stent thrombosis and underwent a revascularization of the rca. Patient had an unknown brand stent implanted in the rca. The investigator assessed that the events were related to the study device.

Manufacturer narrative:
(B)(4). Results: mi, stent thrombosis. Conclusions: mi, stent thrombosis.